Event description:
It was reported that several vt episodes had occurred since implant. For several episodes, atp therapies did not stop the arrhythmia. On one occasion, two atp therapies were inefficient, and the second one accelerated the arrhythmia and the patient received high voltage therapy. Atp therapies were programmed off and further programming changes were made. The patient was hospitalized. No further information is available.